Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. No material number or batch number was provided. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. Therefore, the cause of the event cannot be determined.

Event description:
Customer states incomplete separation with 5 ml sst. They are spinning the samples 3-4 times and still have insufficiently spun samples. They recently received a brand new centrifuge and still didn't help. One clinic reported that they started using red yellow [tubes] in march and noticed tubes not completely spinning [separating] even after 2-3 times. Tubes are sitting up to 45 minutes and completely clotted prior to spinning. Centrifuge used is drucker 24 tach at 3000 rpm. Picture sent from clinic had tubes [gel] at a slant, however, when they pulled the tube they found it to have been re-centrifuged (level gel) indicating incomplete separation.